Manufacturer narrative:
Troubleshooting was performed on the stirrer motor. Troubleshooting determined that the stirrer motor was performing sluggishly. The stirrer motor was replaced. Precision glucose controls were then performed; the results were within limits. Although the stirrer motor was replaced, the actual root cause of this event cannot be determined. This report involves a single malfunction on a single date in which the results for 2 pts are involved. Neither of the initial erroneous pt results were reported out of the lab. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 and 10/23/2010 for additional reportable events.

Event description:
Customer reported to beckman-coulter that the unicel dxc 800 synchron system generated erroneously low glucose cup results for two pts. The results were not reported out of the lab. Both pt samples were rerun on an lx20 system and again on the unicel dxc synchron system within the lab. The rerun results were within expectations. Quality controls were within specification prior to and after the event. The amended results were reported out to the physician. There were no changes to the pts' treatment as the initial low results were not pointed out.